Event description:
According to the reporter: after first fire the cartridge to 15mm forward on tissue, the surgeon could not pull the handle to fire anymore. And he could not release the sulu from the tissue. The jaw was locked on the tissue and the user had to remove it by hand. The procedure was converted to open surgery. The or time was extended approximately 30 minutes due to this incident.

Manufacturer narrative:
(B) (4).